Event description:
Patient was receiving a bath. Patient morbidly obese and was turned toward the side rail. Side rail failed to aid in the support of the patient. Side rail dropped to down position. Staff assisted patient to the floor. We have been unable to determine whether the side rails are faulty (do not lock properly, gave out due to the patient's weight), or if the bed side rail was not in the complete locked position.